Event description:
Pt admitted to facility for removal of intravascular foreign body. Catheter had separated from port and moved to apex of heart right ventricle. Catheter was successfully removed via percutaneous puncture right c.f.v. Under fluoroscopic guidance.